Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. Clear fluid leaked from the instrument around pinch valve (pv27). The leak was not contained within the instrument. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer contacted customer technical support (cts). The customer agreed to replace the tubing at pinch valve (pv27) and call back if necessary. As of (B)(6) 2014, customer has not reported a recurrence of this event. Failure mode was identified: tubing at pv 27 was leaking. There were no erroneous test results associated with this event. The failure mode identified, pv27 malfunction will likely cause erroneous results for differential parameters due to improper erythrolyse delivery to mix chamber causing improper sample dilution into flowcell. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).